Event description:
This complaint is now reportable based on the additional information that foreign material was found on the device. It was reported that during unpacking, shaft damage was noted. While unpacking the 3.00x12mm liberte monorail coronary stent, it was discovered that the shaft was damaged. The device did not come into contact with the patient; however, additional information received revealed that foreign material was found on the device. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "okay".

Manufacturer narrative:
Products analysis could not verify the shaft fraying as stated in the complaint. The returned product included the sds device with stent and product mandrel. The sds with stent was visually, tactilely and microscopically examined along the entire length. The balloon is tightly folded with the stent in between the markerbands. A long fibrous foreign matter is sticking out of the guidewire exit notch along with the product mandrel. There is no evidence of blood or contrast which is consistent with the product not having been introduced to the body. No further damage was found. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to handling damage.